Event description:
It was reported that at 16 minutes, 146,465 joules while using the surgical fiber during a prostate procedure, the fiber broke; the fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.

Manufacturer narrative:
Additional information was received clarifying that the break ("rupture") was on the outer part of the sheath, a section outside the patient and the physician stated the laser beam nearly struck him. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is present at the fiber tip; there are no signs of breakage along the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "rupture point was on the outer part (on the outer sheath to the patient)" could not be confirmed; there was no damage noted to the outer tubing on the proximal side of the device (section outside the patient). The glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.